Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the staples were not deployed at the first firing. The doctor commented that the device had been directed diagonally to the tissue. Add'l suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.